Event description:
Customer reported erroneous test results for complete blood count (cbc) when using a coulter ac-t diff 2 analyzer. There were instrument generated flags for all test parameters. The erroneous test results were reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Initial sample was freshly drawn in a vacutainer tube and ran in closed vial whole blood mode. The instrument was operational and within quality control (qc) specifications. Qc was run once a day and was run before, but not after this incident. Qc results were within range. Following this incident the customer performed a correlation study using two pt samples to validate the instrument. On (B)(4), 2008, the field service engineer evaluated the analyzer and inspected fluidics, verified mixing bubbles and performed reproducibility, carry-over, start-up and qc recovery. All parameters were within acceptable limits. Root cause is unk, however the initial sample was adequately flagged with instrument generated flags to alert the customer to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.